Manufacturer narrative:
Other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for dystonia. It was reported that the patient's ins's spontaneously turned off during a storm. Their caregiver brought them their patient programmer and they were able to turn their ins's back on. The patient programmer was dropped in a puddle while being brought to the patient. It turned on after being dried with a dryer. No patient symptoms or further complications were reported as a result of this event.